Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited steady increase in impedance since implant. Chest x-ray was performed and revealed no anomalies. On (B)(6) 2018, the lead was capped and replaced. The patient was in stable condition.